Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Lot #? Please specify / explain in detail the quality issue noticed with the ethicon suture? What event caused the needle to remain in patient abdomen? Did the whole needle pull off/detach/separate from the suture thread during use on patient? Or did the needle break on the needle body and needle piece fall into patient? What was the size of the needle used? Was whole needle or part of needle retained in the patient? Were any measures were taken to retrieve the broken piece? If yes, please specify what was done? Any patient consequences/ae outcome as a result of the event report? What tissue structure is the needle located? Has there been any medical or surgical intervention performed? Are there any plans to remove the needle? If yes, please indicate date. Do you have any product for evaluation? Patient current status?patient current status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture needle detached and was left in the pulmonary vein area. The patient current status is unknown. Additional information has been requested.